Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the customer had excessive no delivery alarms on the insulin pump. The father stated the alarm occurred during infusion set changes. The customer's blood glucose was over 400 mg/dl. The customer was unable to troubleshoot at the time of the call. The father declined to troubleshoot for the customer's high blood glucose. The insulin pump will not be returned for analysis.